Event description:
The event is reported as: there was an incident in which the clips are popping off vessel. The clips were sliding off the vessels and/or allowing saline to spurt through the ligated point on the vessel. New appliers were used.

Manufacturer narrative:
The device sample was returned for evaluation, but the results of the evaluation are not available. The results of the investigation are not available at the time of this report.